Event description:
It was reported that during an implant the lead had to be repositioned several times in the right ventricle. The patient complained of pain inside his heart and upon breathing. An echocardiogram was performed, and a pericardial effusion was noted. Patient was admitted to the hospital for extended observation. There is no planned intervention for now. The patient had less pain, and the patient did not have a pericardial tamponade. Physician noted that there was no allegation of malfunction for the lead. The following day (B)(6) 2022 the patient was discharged in stable condition. Lead remains implanted.